Event description:
Customer performed a blood glucose test and received a result of 422mg/dl; another test provided a result of 365mg/dl. The customer took their medication and went on with their day. The next day the customer woke up and received a result of 401 mg/dl at 4:15pm the customer took a reading and the result was 488mg/dl. The customer went to the e.r. Where their blood glcuose was 194 and 220mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.